Event description:
The user facility reported that the neuro surgeon put in a 909-712 osv ii valve. He said that the valve was not draining properly and removed it fourteen days later, and replaced with another osv ii 909-712. The device is not available for return and eval.

Manufacturer narrative:
The device involved in the reported incident is not available for return and eval. An investigation has been initiated based on the reported info.